Event description:
The consumer was sitting in the chair when the motor allegedly started to smoke and was hot. No injury is alleged.

Manufacturer narrative:
The dealer contacted the MFR stating the consumer's chair had smoke coming from the motor. No injury was reported. Assuming malfunction within the motor, no risk of fire is present. The motor is encased within a metal housing. MDR filed based on allegation of smoke.